Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping or scroll bar moving anomaly was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the screen of the insulin pump were ramping on their own. Blood glucose level was 226.8 mg/dl at the time of the call. No further information was provided.